Event description:
It was reported that an alert was received in the remote home monitoring system that the right atrial automatic threshold (raat) test was detected as greater than the programmed amplitude or suspended due to high threshold measurements on this right atrial (ra) lead. Additionally, the clinic noted the presence of known intermittent noise and oversensing on the ra lead, where programming changes were previously made to sensitivity. The clinic plans to evaluate the lead during a future device replacement procedure. No further assistance was requested. No adverse patient effects were reported.